Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the rear response button was non-functional. The cause of the inability to activate the device is the non-functional front response button. Upon investigation, a trace on the rear response button was found to be damaged. The cause of the non-functional response button was the damage trace. The root cause of the damaged trace could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.